Event description:
The user facility reported to have experienced a complete loss of image during a diagnostic colonoscopy. The users reportedly utilized a different, but similar device to complete the procedure and there was no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed image difficulties during testing. The unit displayed a stained area, flickering, and intermittent white lines. There was evidence of fluid invasion inside the endoscope connector, the distal end cover was chipped, and one of the light guide lenses was cracked. Based upon the findings of the eval, the failure appears to be related to user handling. An olympus endoscope service specialist has been dispatched to review appropriate endoscope handling and reprocessing techniques with the user facility. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.